Manufacturer narrative:
During patient treatment the error message "venous bubble sensor defective" appeared. A getinge service technician was sent for further investigation on 2021-05-10. According to service report ID#(B)(4) the reported malfunction could be confirmed. After replacement of the venous bubble sensor, the device was able to work as per factory specifications (see service report ID#(B)(4)). Based on this the reported failure could be confirmed. Probable root causes are determined within the investigation of record ID# (B)(4) (dated (B)(6) 2020): damaged cable due to mechanical tension. Damage due to overvoltage or esd (electrostatic discharge). The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonarys trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reporting decision re-evaluated: the customer reported that the cardiohelp would alarm with "ven. Bubble sensor defective". Occurred during patient treatment. (B)(4).